Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that multiple occlusion alarms occurred. Customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no adverse impact to customer¿s blood glucose level. Customer declined to further troubleshoot with tandem technical support.